Event description:
It was reported that the filter leaked and was discontinued. The event occurred before patient use during priming at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. The device was received for analysis. Upon visual inspection of the filter, no obvious abnormalities were found. Water was poured into the filter to check its functionality; leakage was not confirmed. The complaint trends for this event will continue to be monitored.